Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis. The patient's blood glucose (bg) values reached over 600 mg/dl. The patient was nauseous, vomiting and weak. For treatment, the patient was put on a intravenous (IV) drip of insulin and given phenergan of 25 mg. The pod was worn between 36 and 48 hours on the abdomen. The pod was discarded and the patient was still in the hospital.